Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, all of the buttons on the insulin pump had failed, according to electrostatic treatment, cannot recover. The customer's blood glucose was normal and didn't require the medical treatment. Customer is returning the device for further analysis.